Manufacturer narrative:
The insulin pump had corroded keypad traces during visual inspection. All buttons functioned properly. The insulin pump was received with normal operating currents. The insulin pump was monitored and no expected battery out limit alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked case on the display window corner, minor scratches on lcd window, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have received a battery out limit alarm. Customer reported that buttons were not responding. Customer's blood glucose was 134 mg/dl. Customer reported that weather was very humid. Customer was advised that insulin pump would need to be replaced.